Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was leaking by the o-rings. The customer stated that she did not have any trouble filling the reservoir or removing the plunger from the reservoir. No further information was provided.